Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.

Event description:
An adjustable pin collet was sent for eval and metal shavings were noted coming out of the device during performance testing. No adverse consequence was associated with the device.